Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had syncope at home. Low flow alarms were found at hospital. CT scan and echo test confirmed inflow cannula was misaligned, pointing towards ventricle wall. The pump was exchanged on (B)(6) 2021 without any problems. There were fluctuating residuals visible in front of inflow cannula during exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through this evaluation as no photos depicting the misalignment were provided. Additionally, a specific cause for the reported syncope event as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline severed approximately 2¿ from the housing. The sealed inflow conduit (inlet extension, flex section and inlet elbow) was returned attached to the inlet port. The apical sewing ring was not returned. The sealed outflow graft was returned attached to the outlet elbow. The outflow graft bend relief and bend relief collar were not returned. The outlet elbow was returned attached to the outlet port. Examination of the inlet extension revealed a red tissue-like lining along to the proximal opening. The deposition was well adhered and did not appear to occlude the blood pathway. Upon disassembly of (B)(6), visual inspection of the remaining blood-contacting surfaces did not reveal any evidence of adhered or developed depositions or thrombus formations. Examination of the pump bearings, rotor and blood-contacting surfaces did not reveal any anomalies. The pump¿s bearings, rotor and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17aug2015. The heartmate ii lvas IFU is currently available. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ the hmii IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.